Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the subject device was used on two intensive care unit (ICU) patients on the same day of which both patients had under gone an unspecified bronchoscopy procedure, and both patients were said to have experienced high fevers and chills following the procedure. The user facility reported that both patients were cultured, and an acinetobacter species was said to have recovered. There was no information provided on the current status of the patients. The device was sent to an independent testing laboratory for microbiological testing. The results of the testing are pending, and the device has not yet been returned to olympus for evaluation. This report will be supplemented when the evaluation is complete. As part of our investigation into this report, an olympus endoscopy support specialist has been dispatched to the user facility to assess the facility's reprocessing practices and provide reprocessing training if necessary. The exact cause of the patient's outcome could not be conclusively determined. If additional and significant information is received at a later date, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed by the user facility that the subject device needs a culture test. No further detail was provided.